Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported high transseptal puncture is due to procedural circumstances. The reported perforation (asd) was due to pre-existing patient condition. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Mitraclip mentioned in b5 was filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr), posterior2/posterior3 flail and restricted leaflets for a mitraclip procedure. During the procedure using a transthoracic echocardiogram determined that their was an aneurysmal septum with an atrial septum defect (asd). The transseptal height was 4.7 cm above the valve. The steerable guide catheter (sgc) was prepped and advanced per IFU and the sgc position was noted to be very superior. A mitraclip ntw was attempted was introduced and grasping was attempted, however due to the position of the guide the clips could not adequate grasp the leaflets. The mitraclip ntw and sgc were removed. A second transseptal punction was obtained inferior and posterior to the prior transseptal stick. A mitraclip xtw was attempted but was unable to obtain proper orientation. The clip was removed and the procedure was concluded without implanting a clip. A small leaflet injury was identified on the medial aspect, likely caused by the mitraclip ntw. An atrial septal defect was noted with a left to right shunt. The final mr remained grade 4+. There was no clinically significant delay was reported. There was no additional information provided.